Manufacturer narrative:
The troponin t reagent lot number was 725740. The expiration date was not provided. The ferritin reagent lot number was 762456. The expiration date was not provided. The ft3 reagent lot number was 737314. The expiration date was not provided. The tsh reagent lot number was 776062. The expiration date was not provided. Following customer maintenance, the instrument gave an abnormal low signal alarm. The field service engineer (fse) visited the customer's site twice. On 14-may-2024, the fse found that the sipper of the detection unit was bent and crashed on the holder of the vessels on the reservoir. He replaced the sipper nozzles, performed horizontal adjustment of the reservoir mechanism, and checked the horizontal adjustment of the extra wash sippers. Qc and ft4 tests were performed and they were acceptable. On 15-may-2024, the fse checked the measuring cell flow path. He also checked and decontaminated the sipper syringe flow path. He then replaced both the pinch valves and the pinch tubes. He performed system prime and measuring cell preparation. Qc was performed and it was acceptable. The damage to the sipper nozzle was consistent with the customer's maintenance. The root cause was due to a component failure.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with troponin t hs assay, and 1 patient serum/plasma sample tested with ferritin assay, ft3 assay and tsh assay on a cobas pure e402 analytical unit. Sample 1: troponin t: initial result: 13.6 ng/l. Repeat result: 362 ng/l. Sample 2: ferritin: initial result: 0.500 g/l (accompanied by a data flag). Repeat result: 39.4 g/l. Ft3: initial result: 50.0 pmol/l (accompanied by a data flag). Repeat result: 3.79 pmol/l. Tsh: initial result: 0.0206 miu/l. Repeat result: 2.26 miu/l.